Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection at the device pocket site after a cardiovascular implantable electronic device (cied) implant with an absorbable envelope. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.